Event description:
It was reported that while using the bd vacutainer® edta 2k that the stopper pops out of the tube and there was blood splatter. The following information was provided by the initial reporter: the hcp collected blood using a winged needle/holder (nipro's 22g×3/4 luer adapter safe touch psv set) connecting to a terumo's plain tube and the bd's hematology analyzer. Upon detachment, the cap remained in the holder and the blood leaked. The patient was exposed to blood. Blood sample was recollected with another product. The patient was exposed by their own blood. The health care person was not exposed.

Manufacturer narrative:
Material #: 367846. H.6 investigation summary: lot/batch #: 2227112. Bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.